Manufacturer narrative:
The device was received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. The device was received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for critical pump error. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. Customer saw a red x on display. Customer reported that insulin pump error was occurred follow by the critical pump error. The insulin pump will be returned for analysis.